Manufacturer narrative:
Concomitant medical products: 419478 lead; 694765 lead, implanted (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to a fall and hypotension. There was far field r-wave (ffrw) oversensing noted on the right atrial (ra) lead. The lead was turned off and it remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.